Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Consumer has not returned product.

Event description:
Consumer is alleging that a heating pad burned her stomach. She continued to use the product and is also alleging that the heating pad burned her left and right sides.